Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the battery revealed that the battery passed visual inspection. During functional testing, the battery's 100% relative state of charge (rsoc) didn't match with the pack voltage, which is indicative of frozen rsoc. The battery's gas gauge regained functionality during the supplemental testing. Log file analysis revealed that a controller fault alarm was logged at on (B)(6) 2021 at 21:05:44. Review of the data log file revealed that (B)(6) had been the primary power source on power port one (1) since 08:54:51. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 100%. The controller switches once to the power source two (2) and switch back to (B)(6) which was the primary power source until 17:10:53 and then the controller switches again over to secondary power source. Since the reported rsoc value did not decrease, no low battery or critical battery alarms involving (B)(6) were triggered to alert the patient to replace the battery. Prior to the controller fault alarm, it is likely that the battery's voltage fell below voltage threshold and a controller fault alarm was triggered indicating battery approaching 0% rsoc. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed battery event can be attributed to design issues. Additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 13-dec-2021. H3: yes dev rtn to MFR? Yes. H6: img code(s): g02012. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650/ catalog #: 1650/ expiration date: 31-aug-2021 / serial or lot#: bat902828 UDI #: (B)(4) d9: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 06-aug-2020, labeled for single use: no. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarm. It was further stated that the controller fault was related to stuck relative state of charge (rsoc) on the battery. The battery did not provide power and was draining, however the reported battery capacity was hundred percent continuously. The controller remains in use and the battery was removed from service. No patient complications have been reported as a result of this event.